Event description:
Customer reported AED "smoked" after shock was delivered, subject regained a pulse but later expired. (B) (4).

Manufacturer narrative:
Method: battery returned for eval and no fault found. Result: device performed to spec. Conclusion: device operated according to specs. Subject was in a shockable rhythm, shock was advised and shock was delivered.